Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The patient's blood glucose level in the morning was 24 mmol/l and "several" hours later it went up to 32 mmol/l. The patient had symptoms of feeling weak, burning in her chest, felt cold, she was shaking, and vomited. The patient drove herself to the hospital. At the hospital, the patient tested on her personal meter with a result of "hi mmol/l" which was 30 minutes after the result of 32 mmol/l. The "hi mmol/l" result, which on the system indicates a result in excess of 33.3 mmol/l. The hospital meter provided a result of "hi mmol/l" 30 minutes later. The patient was treated with fluids via IV to control her blood glucose level as well as a sliding scale. The patient did not know what insulin or fluids were given. The patient was still in the hospital and it is unknown on how long the patient was hospitalized. The patient removed the cannula of the infusion set and noticed the cannula was bent. The patient attributes the hyperglycemia to the bent cannula. The cannula was discarded, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.